Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a fault code 1003 appearing. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a fault code 1003 appearing. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.